Event description:
The device would not cut through the uterus and ran very sluggish. The machine kept cutting office while in use.what was the original intended procedure?laparoscopic total hysterectomy.device #1is this a laboratory device or laboratory test?no.